Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte 24ga x 0.75in catheter was broken. The following information was provided by the initial reporter: at the moment of removing the curative of the peripheral catheter, it was observed the catheter adhered to the curative and it was found a part fractured and it seems to be missing the distal part of it. It was searched for the missing part, but it wasn't found. It was reported to the pediatric in shift. 03/16/2021: additional information received. Was there any impact to patient? Patient discharged on (B)(6) 2021, to this day, a site of an old peripheral catheter is observed with slight flushing, without pain. What the current status of patient? Patient discharged on (B)(6) 2021, a post-discharge follow-up call is made, the mother describes that "the girl has been very well, in the hand where she had the catheter she has no pain, the bruise disappeared." Did patient made image exams? If so, requested for the exams for evaluation: after removal of the catheter, when identifying a fracture of the catheter, an evaluation by a pediatrician on duty is requested. She is stable patient, afebrile, hydrated, without respiratory distress, back of hand with minimal punctate erythema, no pain, no edema. Evaluation by interventional radiology, who communicates that she does not require any imaging study or surgical procedures. Medical and nursing supervision is performed during your hospital stay. Was it identified if the catheter is complete or if it's missing the distal part? It was not possible to measure the catheter, it is not possible to define if any fragment is missing in the distal part. The fracture is identified after use. Was medical or surgical intervention required? Under the concept of radiology, no additional study is required, medical and nursing supervision is carried out during their hospital stay. Did the patient take medicines due to the event? Does not require medication administration. How many units of same batch does customer have? 1837 units. What was the reason for removing the catheter? Due to device damage or discharge? The catheter is removed by proactive evaluation, when identifying that the patient no longer needs to be with it, the nurse indicates its removal.